Manufacturer narrative:
Extended investigation was also conducted on the returned reader. The DHR (device history review) for the returned reader was reviewed and observed it passed all testing prior to release from the factory. Therefore this issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
While performing an investigation on the customer's adc freestyle libre reader, burn marks were observed. This report is being submitted due to the returned product investigation results. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
While performing an investigation on the customer's adc freestyle libre reader, burn marks were observed. This report is being submitted, due to the returned product investigation results. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
This serves as a correction report. Section b5: (describe event or problem) has been updated. Section g3: (date received by mfg) was incorrectly documented in the initial MDR 30 day report. The correct g3 date was 05jan2021.

Manufacturer narrative:
An investigation of returned reader jcmy357-t0630 has been performed. Visual inspection was performed and no issues were observed however, the reader did not power on. The reader was then de-cased and burn marks were observed. Upon further investigation of the de-cased reader, several capacitors, battery charging clip and transient suppressor chip were observed to be burned. A retained battery was used to attempt to power on the reader. The same capacitors and battery charging clip overheated and the reader did not power on. It has been determined that the reported reader must have been plugged into a high voltage, resulting in the observed damage. This issue in not confirmed.

Event description:
While performing an investigation on the customer's adc freestyle libre reader, burn marks were observed. This report is being submitted due to the returned product investigation results.